Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited rapid battery depletion due to high right ventricular (rv) lead thresholds. The ipg and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.